Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in february 2015 and passed all self-tests up to the (B)(6) 2015. Temperatures are recorded below the recommended operating temperature. Voltage fluctuations were observed during this time. The device failed self-tests due to a low battery between the (B)(6) 2015. Later on this date an increase in voltage was observed, the device passed a self-test and continued to pass self-tests up to the last log entry on the (B)(6) 2016. Investigation found pogo pin failure. Investigation was unable to replicate or find any evidence of the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.